Event description:
The patient has two leads from the same lot. It was reported pt is receiving ineffective stimulation. This is believed to be due to the leads being implanted too close together via imaging results. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.